Event description:
The patient is reportedly experiencing sound quality issues with his internal device. In addition, the patient also reports episodes of pain at the implant site. Testing showed that the device is functioning. The medical team is considering re-implantation.